Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (900 mg/dl), and diabetic ketoacidosis (dka). Reportedly, customer's ketone level was high and identified as life threatening. Prior to hospitalization, the customer attempted to deliver a bolus to resolve the reported elevated bg levels. During troubleshooting with tandem technical support (cts), it was found that an occlusion alarm had occurred. Customer was treated through intravenous fluids and insulin, and released from the hospital 4 days later. The occlusion alarm was not occurring at the time of the report with cts; therefore, troubleshooting was unable to be performed. There was no permanent damage to the customer, and the treatment received while hospitalized resolved the reported issue.